Manufacturer narrative:
At this time, product has not yet been returned. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A caller reported receiving a low sensor reading and due to the low readings the customer self-treated with ¿lots of oral glucose¿. The customer then felt unwell and was sweating, shaking, and could not stand on legs. A capillary result of "over 250 mg/dl" was obtained, and the customer treated with insulin (dose/type unknown) by spouse. There was no report of death or permanent injury associated with this event.